Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2016 for a high blood glucose of 314 mg/dl and diabetic ketoacidosis. The patient experienced pain, thirst, and menstrual pain. The customer was treated with three bags of fluid, two doses of pain medication, 4 ml of zofran twice, three and a half bags of saline, and three infusion set changes. The patient's blood glucose had dropped to 192 mg/dl. The insulin pump settings were programmed accurately. A self test was performed without incident. The insulin pump was not returned for analysis.